Manufacturer narrative:
Document review: evolis ti plasma sprayed baseplate - (B)(4)/ lot. 090715. The analysis of the batch record was performed and all the parameters were found conforming to the specifications. Evolis ti plasma sprayed baseplate in USA is cleared under k081023 (evolis total knee system) as cemented prosthesis, but the surgeon implanted it without cement. In the IFU and surgical technique for USA of evolis is clearly indicated that the product is to be cemented. Without using cement, it is known that the risk of loosening is higher than cemented systems. The event is not device related, but due to a use error.

Event description:
A revision surgery was performed due to loosening of the tibial baseplate; a cemented baseplate was implanted.